Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were evaluated in the field and the issue was confirmed; 3 had broken/damaged components, 1 had a loose component and 1 had a bent component. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the brakes would not engage or were difficult to engage. There was no patient involvement.

Manufacturer narrative:
The device pending evaluation was not evaluated as the user facility could not locate the unit.

Event description:
This report summarizes 6 malfunction events, where it was reported the brakes would not engage or were difficult to engage. There was no patient involvement.